Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the proximal circumflex (pre-dilated), the mid lad (direct stenting) and the proximal lad (pre-dilated) with three xience v stents. Three days later, the pt was presented to the ER with chest pain and was admitted to the hospital. A diagnostic coronary angiogram was performed-results were not reported. The pt underwent percutaneous coronary intervention to the mid lad /target lesion as treatment. No additional event or pt information is available.